Event description:
Physician attempted to remove jackson pratt drain from incision. Upon removal, a portion of the drain remained within the incision. Add'l procedure required to remove drain fragment.